Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were experiencing electrical shocks down their left side. The patient stated they have fallen several times, including one shortly after the device was implanted in 2023. After that fall, the patient messaged their patient representative to inform them that they had fallen flat on their back and were experiencing shocks down their leg, and that they needed to speak with their doctor. The patient also mentioned having another fall approximately one year ago and another about 4¿5 months ago. After each incident, the symptoms progressively worsened, which ultimately led to the decision to replace the system. At the time of the call, the patient stated they were no longer experiencing shocks and have not had any unexpected shocks recently. Patient mentioned they have an appointment with healthcare provider (hcp) in (B)(6).

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the fall's effect on the implant was not determined. The steps taken to resolve the shocking was that explanted the system from left (l) s3 and placement of new right (r) s3 system resolved the shocking. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.